Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Implant date: either (B)(6)-2018.

Event description:
It was reported patient underwent knee arthroplasty on unknown date. Subsequently patient is experiencing pain and knee grind. The surgeon stated it was scar tissue. No revision procedure has been reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event; please see associated reports: 0001822565-2018-07111, and 0001822565-2018-07112. Concomitant medical products: unknown zimmer femoral, catalog#: ni, lot#: ni. Unknown zimmer tibial tray, catalog#: ni, lot#: ni. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent a knee procedure on an unknown date. Subsequently, the patient has stated that the knee has problems. No revision procedure has been reported to date. Attempts have been made and no further information has been provided.